Event description:
It was reported that this right atrial (ra) lead dislodged the same day it was implanted and had to be revised. The dislodgment was confirmed through fluoroscopic evaluation. This device was successfully repositioned. The device remains in service. No additional adverse patient effects were reported.